Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was reported as the patient made a mistake. On the same day as onset, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with vancomycin, 1 gram, and fortum, 1 gram, (frequencies, duration and routes were not reported). Four days after being admitted, the patient was discharged from the hospital. At the time of this report, the peritonitis was resolving and extraneal therapy was ongoing. No additional information is available.